Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to this issue, the keypad cover was detached from the pump. All the keypad buttons responded properly during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2015.